Event description:
Patient experienced foreign body sensation of her right eye. The next day, the pt was seen by an ophthalmologist who diagnosed corneal ulcer right eye and prescribed treatment. At follow up visit two days later, the condition was reported as "in remission". At visit four days later, the corneal ulcer became opacity and there was satisfactory progress. The pt continued with treatment. The ulcer was reported as infectious. It was not central and there was no permanent decrease in visual acuity.

Manufacturer narrative:
The contact lens was not returned for eval and no lot number info was provided. Based on available info, no root cause can be determined and no conclusion can be drawn.